Manufacturer narrative:
The reason for this revision surgery was the patient felt a "pop" in her shoulder after 3.9 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) for dislocation, (B)(4) for infection, (B)(4) for trauma, (B)(4) for looseness and instability and others for reasons not associated with product issues. This is the first complaint against this lot number. The root cause of the "pop" that lead to replacement of the glenosphere, neutral shell and the insert was a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient fell over the weekend and felt a "pop" in her shoulder. The surgeon went in and replaced the glenosphere, the neutral shell and the insert.